Event description:
A staff member at surgery center reported that during the priming of a trans-oral injection needle for a radiesse vocal fold injection; the needle tip was noticed as missing. They could not find the needle tip in the packaging. Since the event occurred outside the pt, during prep, there were no pt complications reported with the device breakage.

Manufacturer narrative:
A review of the device history records indicates that the reported lot, 1006727, met all specifications. There is noticeable dried product in both the needle hub and in the cannula tip. The needle tip had been welded in place, as there is noticeable built-up solder around the cannula tip. The needle tip was not returned to bioform medical. There was no pt harm reported, since this event occurred during priming and did not involve contact with the pt. Upon review of the FDA medical device report decision tree at bioform medical, a decision was made to report this event based on a chance of causing injury if the event were to recur during use.